Event description:
It was reported that the patient underwent a left total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2014 due to pain and loosening of the tibial component. The tibial bearing, stem and tray were removed and replaced. The patient further alleges pain and that the implant was too short. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity¿ and ¿postoperative pain.¿ this report is number 2 of 2 mdrs filed for the same event ((B)(4)).